Manufacturer narrative:
Device code: separation is not labeled in the IFU. Each flexor check-flo ii introducer is 100% inspected to confirm flare on proximal end of sheath is caught securely in proximal fittings. Sheath must not rotate in cap fitting. Verify that coils in sheath continue into cap. This device is shipped with instructions for use (IFU) informing the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. There is no evidence to suggest additional nonconforming/defective product remains in house or in the field. The returned device exhibited complete hub separation from the sheath with the flare intact and no evidence of elongation or tearing. Additionally, the flare was examined and found to have been manufactured having a wrinkle and nonuniformly round flare, potentially preventing a proper seating between the cap and adaptor. The appropriate internal personnel have been notified of this complaint and we are continuing our monitoring of similar occurrences.

Event description:
The physician did intervention through a 6 fr balkin. Upon completion, the physician went to remove sheath from patients groin and the hub came off. No complications during procedure or with patient's care. He just wanted to make sure we were aware of a potential problem.